Manufacturer narrative:
The intraocular lens was received and will be analyzed at the manufacturing site. The lens met all manufacturing specifications prior to release. A review of the manufacturer's implant database shows the original implant of 13.5 diopters was replaced with a 15.0 diopter lens of the same model suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned (iol) intraocular lens was measured for diopter and was correct as labeled,13.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens (iol) was explanted 2 months after original implant. Reason stated the lens was removed due to improper iol power initially implanted.